Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off of the suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The devices were visually and functionally evaluated. The devices met specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.